Event description:
This is report 4 of 8 for the same event. It was reported that during an unspecified pediatric surgery, it was observed that when using the cutting burr device, motor device and attachment device, it was observed that a black fluid sprayed from the attachment device into the field. The reporter stated that it remained unclear as to which of the six attachment devices was in use at the time of the event. There was a delay to the surgical procedure; however, the time of delay was unknown to the reporter. There was an identical spare motor device available for use. There was patient involvement reported. It was not reported if there were injuries or prolonged hospitalization. However, the patient was treated with unknown antibiotics. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device met all operational specifications. Therefore, the reported condition could not be confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.